Event description:
Additional information was received from the initial reporter clarifying that there was no human reaction and that the complaint of "smell of peroxide" was mistaken and reported in error. The smell was confirmed to be oil and the oil filter was found saturated. The fse replaced the oil mist filter and catalytic filter to resolve the issue.

Event description:
An international customer reported an event of 'smelling peroxide' from the sterrad 100s. There was no report of human reaction. A field service engineer was dispatched to assess the unit onsite. There are no further details available for this complaint. In the event asp receives additional information, a supplemental medwatch report will be submitted. This event is being reported as a malfunction report subsequent to a serious injury event dated 11/09/2012.

Manufacturer narrative:
Ni

Manufacturer narrative:
Correction - clarification of type of odor. New information - parts replaced to resolve issue, oil mist filter and catalytic converter.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(6) 2012 to (B)(6) 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a breach in the upper control limit due the ous remediation effort. The review did not reveal a significant trend for u.s. Data over the past 12 months ((B)(6) 2012 ¿ (B)(6) 2013). The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.